Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have failed the cut test. The monopolar curved scissors (mcs) instrument did not cut cleanly through the latex test material. The latex got snagged at the scissor tips. The blade edges are not indented or chipped. The scissor blades were tinged and showed signs of usage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a failed cut test is attributed to a wearing out/dulling of the instrument blade. The instrument failed a cut test during functional testing and/or the log review confirmed a failed cut. Wearing out/dulling of the instrument blade may be exacerbated by use-related factors such as excessive energy usage. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.